Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer set up the pump and did not turn the carbohydrate feature on. Tandem technical support guided the customer through turning the carbohydrate feature on. Customer's blood glucose level was not impact due to the reported issue.